Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process, confirmed by technical support, although the customer had not previously reported this specific cartridge alarm with their pump. There was no adverse impact to the customer's blood glucose level. The suggestion was made to replace the pump, but the customer declined replacement at that time. The customer later followed up with requests to speak to the retention team and a supervisor for further assistance, and technical support attempted to facilitate these requests.